Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Pump passed the operating currents measurement, self-test, unexpected restart error test, displacement, rewind and basic occlusion test. Unable to perform the excessive no delivery test due to prime anomaly. Motor passed motor test. Pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer's blood glucose level was unknown. The customer's most current level was 256 mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.